Manufacturer narrative:
(B)(4). Mfg date: manufactured july 29, 2015- july 30, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection showed leaking into the bag. The reported condition was verified. The cause of the condition was broken tubing at the solvent-bonded junction of the luer. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into its overpouch. The reporter stated that the tubing had "come away from the distal end" of the device. This was identified before patient use. The device had been filled with penicillin. There was no patient involvement. No additional information is available.